Event description:
It was reported the inner sheath exhibited a cracked tip. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was¿confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely random component failure without any design or manufacturing issue led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.